Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon was leaking and not staying inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon was leaking and not staying inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 04/01/2021 as no event date was reported. Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results a visual examination of the returned complaint device found that the balloon had no damages; however, the catheter of the device was bent. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which confirms the reported event of balloon leak. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. Based on the evidence, the pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the problem found in the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.